Event description:
It was reported by a consumer that her son had to seek medical attention after use of the lens care solution because his eyes became itchy, burning, swollen, and sensitive to light. It is noted that he does not sleep in his contact lenses. The consumer's soon wore a patch for 24 hours a day for the light sensitivity, but has since discontinued wear. The consumer's son experienced an ulcer in the left eye (os), and the beginning of an ulcer in the right eye (od). Lens wear was not permitted. He was prescribed steroid eye drops 1 ml dosage in the os every hour, antibiotic eye drops in both eyes (ou) four times a day for seven days. His condition is improving however, his eyes are still a little red and a little sore. Additional information received on (B)(4) 2014 from the consumer stated that her son's condition is improving and he is continue using the eye drops until the bottle is empty. Additional information has been requested.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend related investigation is currently in process. Upon completion, a follow-up medwatch will be filed. (B)(4).